Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the nozzle units from the air gas module and oxygen gas module were replaced and returned for further investigation. Optical investigation of the received nozzles have confirmed the described customer issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. Nozzle units have a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year. These feather springs probably failed prematurely, since these nozzle units were only 11,5 month old. The cause of the breakage of the nozzle unit¿s feather springs have not been determined.

Event description:
It was reported that the ventilator did not pass the pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).